Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their previous ins was replaced because "it stopped working all together" in (B)(6) 2018(timeline of implant date would indicate replacement was not due to normal battery depletion). Patient services specialist documenting reported event. Pt mentioned they have other titanium equipment in their body and the implanting hcp was "retired and gone" (patient services specialist did not collect information of retired implanting hcp). Pt mentioned they had a mdt rep. "Amy anderson" when the ins was replaced, but switched over to mdt rep. Carol(ln, asked/unknown) for the replacement surgery.